Event description:
It was reported that insulin was not being delivered from the cartridge. Reportedly, the cartridge was in use beyond labeling. Tandem technical support educated the customer on cartridge and insulin labeling. The cartridge was changed to address the issue. Customer's blood glucose level was 272 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose¿.

Event description:
It was reported that insulin was not seen exiting the infusion set tubing. Reportedly customer used cartridge longer than recommended. Tandem technical support educated the customer on off label usage. Customer change cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 272 mg/dl.